Event description:
The rep reported a month later that the patient still has the same impedance issues. The patient was still receiving satisfactory therapy.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that pre-op the patient had no issues with impedances. Post-op impedance check revealed contact 1 had impedances greater than 40,000 ohms. What led to this event was a battery change was performed. The leads came out of the old battery okay. When the doctor tried to put the leads into the new battery, they would not go in. The doctor then loosened the set screws and tried again, still no luck advancing the leads. The set screws were loosened more and then the leads advanced. The leads still didn't go in easily, the doctor pushed a little harder and got them in, but it was a challenge. After the case the rep did an electrode impedance. That was when it was found that all combinations of electrode one was greater than 40,000 ohms. The patient's settings were 1-2- can+. Therapy impedance was okay, at approximately 1200 ohms. The patient was receiving effective therapeutic stimulation. The patient's managing neurologist will check with the patient again in a couple weeks. The issue was not resolve at the time of this report. The rep will obtain further information from the hcp in a few weeks. The patient was alive with no injury. If additional information is received, a follow up report will be sent.